Event description:
This notification was opened for review for information received that the everflo device triggered the patient's fire alarm during the night and produced lots of smoke. There was no report of serious patient harm or injury. There was no report of medical intervention. The everflo device was returned to the third-party service center but has not yet been evaluated. It was advised that the device be sent to the philips product investigation lab (pil) for evaluation. If further information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to include the device evaluation. The everflo device was returned to the third-party service center. During evaluation of the device, there was evidence of the capacitor being overheated, causing the compressor to malfunction and overheat after approximately 15 minutes of operation. Preventive maintenance revealed that the sieves and inlet filter required replacement. The customer complaint was successfully reproduced. Following notification via email, the customer agreed to send the device to pil for further analysis. In this follow-up report section - b5, d5, g2 and h6 have been updated.

Event description:
This notification was opened for review for information received that the everflo device triggered the patient's fire alarm during the night and produced lots of smoke. There was no report of serious patient harm or injury. There was no report of medical intervention. The everflo device was returned to the third-party service center. During evaluation of the device, there was evidence of the capacitor being overheated, causing the compressor to malfunction and overheat after approximately 15 minutes of operation. Preventive maintenance revealed that the sieves and inlet filter required replacement. The customer complaint was successfully reproduced. Following notification via email, the customer agreed to send the device to pil for further analysis.